Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at electrical connector, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the water tightness was lost due to deformation of the up down knob, the water tightness was lost due to deformation of the right left knob, an abnormal sound was made due to deformation of the angle shaft, the air water cylinder was discolored, the suction cylinder was discolored, the control unit was dirty due to water leakage, the label on the suction connector was damaged, the sheet holder unit was corroded due to water leakage, the scope connector cover unit was stained, the electrical connector was dirty due to water leakage, the suction connector was corroded due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the nozzle was deformed, the objective lens was cracked, the light guide lens was cracked, the connecting tube was buckling, and the universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope's cable was broken. The device was returned for evaluation. During the device evaluation, foreign material resembling plastic fibers from a brush was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.